Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The patient's anatomy was severely tortuous. The lesion was located in the right coronary artery (rca). The lesion was 3.50mm in diameter, severely calcified and 90% stenosed. The vascular access site was the right femoral artery (rfa). The physician pre-dilated the lesion with a maverick 3.00x15.0mm balloon and then advanced a taxus express2 2.50x12.0mm drug eluting stent to the lesion site. The physician experienced resistance upon insertion and the stent dislodged from the balloon. The physician located the embolized stent and used a vision 2.50x20.0mm bare metal stent to crush the taxus express2 stent up against the vessel wall. The procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant info become available, a supplemental medwatch report will be filed.